Manufacturer narrative:
The customer¿s report of tubing separated from drip chamber was confirmed. Visual inspection of the set noted that vinyl tubing was completely separated from the drip chamber. Examination under magnification noted that both sides of the vinyl tubing had no solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to separation. Dimensional analysis was performed and vinyl tubing measured to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to no solvent being applied at the junction of the vinyl tubing.

Event description:
The customer reported that the chamber disconnected from tubing while infusing lipids to a patient in the picu. There was no harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported that the chamber disconnected from tubing while infusing lipids to a patient in the picu. There was no harm.